Event description:
Event description guidant received information that this pacemaker, which had autosense and autocapture programmed on, had an inhibition of pacing. At the time of this observation, the patient was still in the hospital as the device had been implanted earlier that day.